Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, visual summary analysis of the lead indicated apparent explant damage and stretching; full lead returned and analyzed.

Event description:
It was reported that the patient experienced chest pressure and an echocardiogram revealed a perforation due to the right ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).